Event description:
On (B)(6) 2011, a (B)(6) male had supra-pubic catheter (cook medical-chiou sp tube introducer set) placed. Pt had no previous urological procedures. On (B)(6) 2011 at time of urology clinic follow-up, md attempted cysto and noted a metallic object that appeared to be a wire fragment. On (B)(6) 2011, along with other urologic procedures, pt had foreign object (wire) removed (from bladder) while under anesthesia. Path report: 59x0.1cm metallic wire. Pt is currently fine.

Manufacturer narrative:
The device will not be returned, however, a cook employee has been cleared to go into the facility to view and photograph the device. The wire guide contained in this set measures 60cm in length and is an .035" diameter noting the customer has indicated the portion removed was 59x0.1cm. Following the eval of the device at the facility a report will be forwarded.